Event description:
It was reported that high out of range pacing impedances were noted on right ventricular (rv) lead of this. A lead safety switch occurred as a result. No noise or signs of lead fracture were noted. The patient is expected to follow-up in clinic. This device remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that high out of range pacing impedances were noted on right ventricular (rv) lead of this cardiac resynchronization therapy pacemaker (crt-p). A lead safety switch occurred as a result. No noise or signs of lead fracture were noted. The patient is expected to follow-up in clinic. This crt-p remains in-service at this time. No adverse patient effects were reported. Additional information was received. Myopotential noise and oversensing, high pacing thresholds were present on the rv lead when the patient followed up in clinic. The lead was switched back to bipolar for troubleshooting. While in bipolar, high out or range pacing impedances, noise on rv channel, oversensing with pacing inhibition, and high pacing thresholds were noted. Unipolar sensing was then continued, and noise oversensing were noted, however the thresholds were normal, and the pacing inhibition was not seen. A chest x-ray was completed, and the associated rv lead is suspected to be the cause of the noise, oversensing and pacing inhibition. In addition, a holter monitor was used for additional monitoring. The rv lead is expected to be replaced but remains in-service at this time. The crt-p is expected to remain implanted. No adverse patient effects were reported.